Event description:
Reporter said that a pacemaker of some kind was implanted in her in 2005. As a result she is feeling a strong signal being sent to her heart. She also said she feels pain and discomfort in her upper abdomen, underneath the chest area. She stated that one physician told her that she does not have a pacemaker while other physicians said she had one. The reporter said that at this point she is not sure what kind of device she has in her.